Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had an unresponsive keypad. The customer stated that he changed his insertion site in the morning and the insulin pump kept alarming no delivery. The customer's blood glucose was 275 mg/dl. He stated that the keypad was unresponsive when he was advised to rewind during the troubleshoot process. He stated that the act button was unresponsive during the manual prime attempt. The customer did not observe any other significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump passed the prime, excessive no delivery alarm, and displacement tests. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.